Event description:
The hospital reported that a copd pt's co2 level increased during gall bladder surgery. It was reported during during a low flow anesthesia procedure the sodalime color did not change. The surgical procedure was modified, as a result of the elevated c02 level, requiring the pt tostay in the hospital two extra days.